Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose level was not provided. Reportedly, customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
"The customer's blood glucose level was not provided", "the customer's blood glucose level was not impacted". (B)(4).

Event description:
The customer's blood glucose level was not impacted.